Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker-dependent patient's pacing system exhibited noise after a generator exchange in (B)(6) 2017. The episodes have become progressively more frequent. Noise could be reproduced through isometric testing. All lead parameters are within normal range. The patient presented for procedure on (B)(6) 2018. During the procedure, the pacemaker set screws were tightened, which resolved the noise. The patient was stable post-procedure.